Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas with a touchscreen became unresponsive while the device continued dosing insulin and maintaining blood glucose in range. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy via the ilet until replacement was arranged, with an alternate insulin therapy available if needed. Investigation included remote troubleshooting following the touchscreen nonresponsiveness guide and verification of device software update status via the mobile app, which the user could not access due to not owning a compatible smartphone or tablet and inspection of the returned device. Failure investigation revealed no fault found with the device.